Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the patient had to have a blood patch because he was having a spinal leakage. It was noted when they did the blood patch, they damaged the catheter line. It was also reported the patient did a bolus and it appeared the patient was getting the medicine but not for sure. This had been going on for about six weeks. It was also reported after implant, the patient was feeling ¿pretty rough¿ for a week then he improved, and things seemed to be working. The patient had the spinal leakage where you get really bad headaches. It was reported he had the spinal leakage, but it ¿appeared to have repaired itself but then it came back.¿ the event date was (B)(6) 2020 (month and year valid). The patient was redirected to the healthcare provider (hcp). No further complications were reported.